Manufacturer narrative:
Section a2, a4, and a5: unknown, information was requested but not provided. Section b3: date of event: unknown/ not provided, but the best estimate date is prior to dec 1, 2025. Section d4: model number: unknown/ not provided. It was reported that the lens was an odyssey iol. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A male patient reported that he had odyssey lenses implanted approximately six months ago and is dissatisfied. He is unable to see small items such as his cell phone or computer screen and cannot read the newspaper. The patient noted that, although he experienced glare before surgery, night driving is now impossible. He becomes nearly snow-blind and develops a bright, blinding spot that can obscure vision for up to five minutes. No further information was provided. The patient had bilateral lens implantation. This report is for the patient's left eye. A separate report will be submitted for the right eye.